Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a us rx ultra 9-cell 4.5/18 mm stent was implanted on (B)(6) 2017 in the mid-circumfex artery after thrombectomy and post-dilated with a 4.5 non-compliant balloon reducing 100% stenosis to 0 with timi 3 flow. The patient was re-admitted on (B)(6) 2017 with shortness of breath and respiratory failure. Treatment included a ventilator and diuresis. The patient was discharged on (B)(6) 2017 back to the nursing home where he resides. No additional information was provided.